Manufacturer narrative:
Follow up information was received from the customer on 03/03/2016 stating that the pump time has remained accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was noted to be off by 11 minutes. There was no reported impact to the customer's blood glucose level. Tandem technical support guided the customer through setting the correct time.